Event description:
It was reported that during a wedge resection, two staples fell of into the pt and were retrieved. Another device was used to complete the case. There was no adverse consequence to the pt.